Event description:
Based on a review of the medical records provided by the pt's attorney. On (B)(6) 2004, the pt underwent a ventral hernia repair with composix e/x mesh. On (B)(6) 2004, the pt was admitted to the hospital with an infected seroma in the ventral abdomen. Wound was packed and pt was treated with antibiotics. On (B)(6) 2004, pt admitted to hospital with increasing pain and scattered erythema over the abdomen. On (B)(6) 2004, the pt underwent explant of the composix e/x mesh and primary repair of the ventral hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on a review of the provided medical records, the pt was treated for an ventral hernia with a composix e/x mesh on (B)(6) 2004. An infection developed after surgery which was treated with antibiotics and was resolved. On (B)(6) 2004, the pt was admitted to the hospital with increased pain and scattered erythema over his abdomen. The composix e/x mesh was explanted. Currently, it is unk whether the mesh may have contributed to the alleged event. The pt was reportedly treated for infection. Although there is no indication the mesh was the source of the infection, the IFU states that if an infection develops, it should be treated aggressively, and that an untreated infection could require removal of the prosthesis. No pathology reports describing the condition of the mesh were received and no sample was returned for eval. With the info provided, no conclusion can be drawn.